Event description:
It was reported that "when the filter is connected to the ventilator, an error message appears and it does not pass the functional test. It indicates that the resistance is too high. There has been no patient contact and therefore no injury, harm or need for medical intervention etc. The defect has been noticed during a functional test." Associated complaints 8040412-2025-00127, 8040412-2025-00128, 8040412-2025-00129 and 8040412-2025-00124.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the filter is connected to the ventilator, an error message appears and it does not pass the functional test. It indicates that the resistance is too high. There has been no patient contact and therefore no injury, harm or need for medical intervention etc. The defect has been noticed during a functional test." Associated complaints 8040412-2025-00127, 8040412-2025-00128, 8040412-2025-00129 and 8040412-2025-00124.

Manufacturer narrative:
(B)(4) the customer report that the filter does not pass the functional test and the resistance is too high could not be confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual analysis did not reveal any abnormalities with the sample. A drop test was conducted on the sample as part of the functional inspection. The sample has passed functional test as per drop test. A review of the manufacturing process confirmed that these devices undergo sampling drop test after assembly process is conducted to check product resistance as part of product release criteria. Any ineffective products will be culled out during this process. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.